Manufacturer narrative:
No contact information was provided for the initial reporter, therefore additional event, product, and/or patient details are not attainable. Reason for reoperation: rupture.

Event description:
Patient reported left side rupture. Device remains implanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified, underweight, broken shell, missing a piece of shell (0-25%), red particles on the shell, wear abrasion, and crease flat. A microscopic analysis was performed which identified, sharp broken on posterior. A dimension measurement in the shell was performed which identify, the thickness within specification. Based on the device analysis, the final assessment is: sharp broken on posterior assessed, as unidentified (tear) opening. Missing shell assessed, as inconclusive.

Event description:
Patient reported, left side rupture. Healthcare professional reported, left side seroma. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Healthcare professional reported left side seroma. Device has been explanted.